Event description:
Patient reported left side capsular contracture, baker grade IV. Later, a healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.10.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation observed on the device.

Event description:
Patient reported left side capsular contracture, baker grade IV. Later, a healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Later, a healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.